Event description:
The manufacturer received information alleging the device turns off. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center they were not able to confirm customers complaint. The device ran okay and passed the test stand. No errors found in error log indicating failure.